Event description:
Device report from (B)(6) reports the following: proximal femoral nail ¿ antirotation was broken. Medical/surgical intervention was required along with a prolongation of hospital stay. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation action was conducted/performed. The report indicates that the: based on the topography of the fracture surface, we can conclude that the implant was subjected to high dynamic bending loads (one sided). Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the pfna. The nail could not resist the applied force which finally led to the material overload/fatigue failure. Postoperative activities of the patient (and instability of the fracture situation) may have played a certain role, too. We found no evidence of material or manufacturing defects. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. The 510k #: device is not distributed in the united states, but is similar to device marketed in the USA. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.